Manufacturer narrative:
Operator of device: patient/consumer. A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, during the use of the cassette, a "no message" alarm went off. The customer changed the pump to another one and the alarm persisted. However, the alarm was settled while he was re-attaching the cassette several times. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Pictures received: four pictures were attached and reviewed. Results: picture one (1) show a cassette product in used conditions. Picture two (2) show the front view of a cassette product. Picture three (3) show the top view of a cassette product. Picture four (4) show the ay bag neck section. Sample received: sample received consist in one cassette product. Sample was received after use conditions, decontaminated and inside in a plastic bag. Visual inspection results: no damage, kinks or any discrepancies that could cause the failure mode reported. Accuracy test: the sample received was connected to a pump and to a balance mettler to look for unusual function. Results: the sample could be connected without problem; sample passed the test. Functional testing: sample was filled with 100 ml of water; the sample was connected to a pump to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. A CAPA was opened to investigate the reported issue., corrected data: d4: correction: device expiration date: 23-nov-2026. H4: correction: device manufacturing date: 14-dec-2021.